Event description:
A non-health care professional reported that during intraocular lens (iol) implantation surgery the plunger advanced past the intraocular lens instead of pushing it forward, resulting in a failure to deliver the iol. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the medical device file were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).